Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and tooth infection ('dental problems tooth infection') in an adult female patient who had essure (batch no. 626904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on oral contraceptive. Previously administered products included for an unreported indication: yasmen from 2005 to (B)(6) 2008. Concurrent conditions included nickel sensitivity. Concomitant products included alprazolam (xanax) from (B)(6) 2009 to (B)(6) 2009, gabapentin (gralise) from (B)(6) 2016 to (B)(6) 2018, oxycodone hydrochloride (oxycontin) from (B)(6) 2016 to (B)(6) 2018, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2018 and pregabalin (lyrica) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("depression/psych injury") and anxiety ("anxiety/psych injury"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain back") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), bartholin's cyst ("reproductive system disorder or condition type of disorder or condition: bartholin cyst"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced neuralgia ("autoimmune disorder type of disorder: nerve sensitivity") and migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced bladder prolapse ("gastrointestinal or digestive system condition type:bladder dropped") and enterocele ("gastrointestinal or digestive system condition type:bowel dropped"). In (B)(6) 2016, the patient experienced the first episode of altered visual depth perception ("vision/eye problems type: worsened depth perception") and the second episode of altered visual depth perception ("vision/eye problems type: worsened depth perception"). In (B)(6) 2017, the patient experienced tooth infection (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with antibiotics, diphenhydramine hydrochloride and surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes) and tooth extraction). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, migraine, alopecia and abdominal pain was resolving, the tooth infection, back pain, hot flush, dyspareunia, urinary tract infection, depression, anxiety, neuralgia, bladder disorder, urinary tract disorder, bartholin's cyst, ovarian cyst, nausea, feeling abnormal, allergy to metals, fatigue, weight increased, bladder prolapse, enterocele, headache and the last episode of altered visual depth perception outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bartholin's cyst, bladder disorder, bladder prolapse, depression, dysmenorrhoea, dyspareunia, enterocele, fatigue, feeling abnormal, headache, hot flush, menorrhagia, migraine, nausea, neuralgia, ovarian cyst, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of altered visual depth perception and the second episode of altered visual depth perception to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, nerve sensitivity, psych injury, uti, bladder problems, urinary problems, vaginal discharge, dental problems, nausea, hormonal changes, fatigue, gi conditions, hair loss, migraine, headaches, vision problems and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Everything looked ok. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number:626904 manufacture date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Removal details added. Case becomes incident. Outcome for events were updated. Concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.